Manufacturer narrative:
Results of functional testing indicate the defective apc's was working intermittently and the ups backup were defective per the field service engineer (fse) investigation as well as the ups was interfering with the pic ix unit. Based on the information available and the testing conducted, the cause of the reported problem was intermittently function of the ap's as well as defective ups's. The reported problem was confirmed. The device was operational after the 2 apcs and 2 ups were replaced. The ups backups were found defective and the apcs were found to be running intermittently. After the devices were replaced, the pic ix worked as designed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that the telebox is not communicating with pic ix site wide. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.